Event description:
It was reported that a patient, who had a left tka, underwent a revision procedure. The tibial and poly inserts were revised due to wear. The patella poly showed significant wear with mild osteolysis of the bone ¿ no bone graft was required. Minimal wear on the tibial insert stated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded by the hospital. Device images of the patella component provided. No further information. This is 1 of 2 reports for this event.